Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover cap fell off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
It was reported the distal cover fell inside the patient during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The cover was not retrieved, it would be expected to be excreted without issue. The procedure was completed without delay with the same device. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.